Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was trying to deliver a bolus and the pump is reading motor error and began to rewind. Customer stated that she saw a no delivery prior to getting the motor error alarm. Customer's blood glucose was 585 mg/dl at the time of the incident. Customer treated with a manual injection. Customer performed a fixed prime of 5.0 units and the insulin did not exit. Troubleshooting was performed and customer was advised that the pump is working as designed. It was explained that the alarm was caused by an infusion set or reservoir occlusion.